Event description:
It was reported that the customer experienced a low blood glucose level of 36 mg/dl. The customer consumed carbohydrates to address low bg. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.